Event description:
It was reported to manufacturer that the vns pt had surgery where the lead and generator were replaced due to a reported lead discontinuity. The explanted lead and generator have been returned to manufacturer and analysis is underway. Further follow up with the treating physician revealed that high lead impedance had resulted from both system and normal mode diagnostic tests performed several months prior to surgery. The physician reviewed x-rays and there was no lead fracture visualized. During surgery, it was reported that the surgeon visualized a lead fracture.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.